Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged congestion, breathing problem, allergies, nasal/throat irritation or soreness and pressure in forehead.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging congestion, breathing problem, allergies, nasal/throat irritation or soreness and pressure in forehead related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on september 13, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney cancer related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed a crack in the ui display on the front panel. An unknown contaminant was observed on the top enclosure. An unknown dust contaminant was present on the bottom enclosure. Evidence of liquid ingress was observed to the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.